Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to deplete rapidly. Blood glucose level was 180 mg/dl. Although requested, the customer did not respond to tandem technical support's attempts to follow-up to perform troubleshooting.